Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the patient with cycling the power on the device to clear the alarm. The tsr instructed the patient to dispose of the current supplies attached and continue therapy with all new supplies. Tsr reviewed the proper procedure with the patient as per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.